Event description:
I have used denture adhesive for 14 years. I have developed neuropathy as a result. I have constant tingling and numbness that is some times paralyzing. Dose or amount: denture cream, frequency: 2 times a day, route: oral. Dates of use: 1994 - 2009. Event abated after use stopped: #1 & #2 no.